Event description:
The patient's mother reported that her daughter's blood glucose reached "high" (greater than 500 mg/dl) and she was hospitalized for diagnosed with diabetic ketoacidosis. She did not provide any further information regarding the hospitalization or her daughter's treatment. Attempts were made to contact the patient to provide additional information, but she did not answer the calls.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.